Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump¿s middle button or down arrow button was not working. The customer reported that using the up arrow allows them to navigate screens. Customer states using the down arrow did not allow them to navigate screens. No harm requiring medical intervention was reported. Customer stated that the issues frequency was randomly. The customer also reported that the buttons were responding now. The insulin pump will not be returned for analysis.